Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage at the fill port. This was observed prior to patient use, while the filled device was in transit to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed by manually filling the bladder with green color water. During fill, a backflow (leak) was observed at the fill port. The cause of the leak was due to a dark gray color particle stuck under the checkband of the infusor sample. The gray particle was measured and found to be 1.00 square mm in size. The particle was identified to be a mixture of butyl rubber and silicate filler material via ftir test. The source of this material may have come from the fluid container which the customer used to fill the device without a filter. Filling the device without using a filter can potentially allow particles from the fluid container to enter inside the fill port and result in backflow (leak) at the fill port. The product labeling (IFU, instructions for use) has recommendation that a filter should be used during fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.